Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a plaque shift occurred after implanting a 3.5 x 18 mm xience stent. A second stent was implanted in the first obtuse marginal to treat the plaque shift and the problem resolved. No additional event or patient information is available.

Manufacturer narrative:
Factors that can contribute to plaque shift include, but are not limited to, lesion characteristics, device size selection, and procedural technique. Embolism and additional non-surgical treatment are listed in the xience risk assessment as potential patient effects. Embolism is also noted in the IFU as a known adverse event associated with coronary stenting. There was no report of any product malfunction during the implant of the stent; therefore, there is no indication of a product quality deficiency. The plaque shift was successfully treated with the placement of another stent. A conclusive cause cannot be determined.